Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen went black and would not power up. A field service engineer (fse) found that station main drawers 2.1 and 2.2 had failed and were not detected on the bus. Inspection of the rear of the drawers showed no indicator lights illuminated on the control boards for either drawer. The pyxis bus module control board and the individual drawer control boards were replaced. The customer then configured the drawers and verified full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and the system would not power up. However, there were no delays or adverse events or injuries reported based on this event.